Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular(rv) lead exhibited high capture threshold and low pacing impedance. Diagnostic imaging confirmed that the rv lead was dislodged. The patient presented for a rv lead re-positioning procedure. During the procedure, the lead could not be re-positioned as the guidewire could not be inserted completely into the lead. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to advance guidewire, high capture threshold, and low pacing impedance. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. X-ray inspection found the inner coil inside the connector region over-torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The reported events of high capture threshold and low pacing impedance were not confirmed. Electrical testing was normal. The reported event of failure to advance guidewire was confirmed. Unable to test stylet/guidewire insertion due to over-torqued inner coil at the connector region. The cause of the failure to advance the guidewire through the lead was due to over-torque of the inner coil.